Event description:
Da vinci handheld camera light cord placed into camera securely, then placed into robot. The robot immediately made a warning noise and displayed nonrecoverable fault: 40241. Handheld camera removed from robot. Robot turned off and then waited a little bit, and then turned back on. After robot said it was ready, the handheld camera light cord was again reseated securely into the camera, then placed into the robot.